Event description:
The reporter stated, the surgeon inserted a cq2015a aspheric collamer three piece lens and the lens tore. The lens was removed with no patient injury and another lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Evaluation codes: results - other: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - other: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.